Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient did not experience sufficient pain relief from the superion implant. The patient underwent an explant procedure in which the device was explanted to undergo a different procedure. The device will not be returned for analysis as it was disposed of by the facility.